Event description:
New information notes the device was explanted.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. Device replacement would be scheduled.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.